Manufacturer narrative:
Evaluation results: patient condition - predisposed event (patient's metal allergy has made them predisposed to the event). Inherent risk of procedure (allergic reaction). Conclusion results: device failure/lack of effectiveness related to patient condition (patient's metal allergy has made them predisposed to the event). (B)(4).

Event description:
The patient had two integrity rapid exchange (rx) coronary stents implanted. Stent implantation was successful. Post implant of the integrity rx stents the patient experienced an allergic reaction. Subsequently the patient was informed that she was allergic to cobalt, chromium, titanium alloy, nickel. The patient has experienced pain off and on in the area of the heart where the stents were placed and shortness of breath. The patient has also experienced difficulties with the other metal implants: hip implant and the bridge in the mouth. The patient is undergoing cardiac rehab and is doing well. (Ref MFR # 9612164-2011-01348 and 9612164-2011-01349).